Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a 77 yo male patient, who had a left total knee arthroplasty in (B)(6) 2012, had a revision procedure on (B)(6) 2022, approximately 10 years 2 months post the initial procedure. The patient indicated he was constantly reminded that he had a knee implant, ¿in the whole 10 years, it never made me happy.¿ the surgeon told the patient the implant needed replaced due to a loose femoral component.

Manufacturer narrative:
The revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear as stated in the legal documentation. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the reason for the reported loosening, osteolysis, and wear cannot be confirmed as the device(s) were not returned to exactech for evaluation, and images and radiographs were not provided.